Event description:
Customer reports a seven-day infusor overinfused over 6 days instead of an anticipated 7 days. Unit filled to a total volume of 86ml with 2268mg of 5fu in d5w. Per rph, there was no pt injury.